Event description:
Caller reported that the battery charge dropped significantly, but this did not lead to an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.